Manufacturer narrative:
H3 device evaluated by MFR:the 14f isleeve introducer sheath was returned and analyzed by a bsc quality technician. The returned device consisted of a 14f isleeve introducer sheath and dilator. The dilator was not pushed into the 14f isleeve introducer sheath. Visual and microscopic analysis of the dilator and 14f isleeve tip, sheath, and hub/valve revealed no damage to the 14f isleeve introducer sheath, hub, or dilator observed. A leak test initially detected no leaks, however; after insertion of the dilator, the presence of a leak was confirmed. The hub cap of the 14f isleeve introducer sheath was removed, and it was confirmed that although the number of seals were correct (3 seals), all seals had damage causing the leak. Photographic media was provided to aid in the investigation and was reviewed by a bsc quality technician. The media provided was a single photographic image of a 14f isleeve introducer sheath along with what appeared to be a cloth soaked in blood. It appeared that blood was coming out of the valve if the 14f isleeve introducer sheath.

Event description:
It was reported that major blood loss occurred. Procedure summary: vascular access was obtained via a right transfemoral artery approach. A 14f isleeve introducer sheath was inserted. When the physician removed the dilator from the 14f isleeve introducer sheath, the hemostatic valve of the sheath began to leak and as a result, the patient experienced blood loss. The 14f isleeve introducer sheath was removed from the patient and a new 14f isleeve introducer sheath was prepared and advanced into the patient, however the same issue was observed and the patient continued to experience blood loss. A third 14f isleeve introducer sheath was used to complete the procedure without any reported issues. Patient status: the patient was reported to have been stable throughout the procedure, even though almost 1 liter of blood was lost. No intervention was required to mitigate the bleeding.

Event description:
It was reported that major blood loss occurred. Vascular access was obtained via a right transfemoral artery approach. A 14f isleeve introducer sheath was inserted. When the physician removed the dilator from the 14f isleeve introducer sheath, the hemostatic valve of the sheath began to leak and as a result, the patient experienced blood loss. The 14f isleeve introducer sheath was removed from the patient and a new 14f isleeve introducer sheath was prepared and advanced into the patient, however the same issue was observed and the patient continued to experience blood loss. A third 14f isleeve introducer sheath was used to complete the procedure without any reported issues. The patient was reported to have been stable throughout the procedure, even though almost 1 liter of blood was lost. No intervention was required to mitigate the bleeding.